Event description:
The customer stated that when her blood glucose levels elevate, the insulin pump does not alarm no delivery. The customer declined to perform troubleshooting at the time of the phone call. The customer also declined to have a replacement insulin pump sent to her. The customer was instructed to discontinue use of the insulin pump and to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.